Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the grater will not latch onto the offset reamer handle. This problem occurred during surgery, we were not able to fix it and had to get another one. While drilling for screws the 25 and the 35 both broke at the tip. All parts were removed from the patient and discarded in the trash. No surgical delay.